Event description:
It was reported to medtronic neurosurgery that the catheter broke off in the pt and the hospital could not retrieve the broken portion. According to the report the pt passed away.

Manufacturer narrative:
A 69 cm of the catheter was returned and the tear site was jagged. Proteinaceous debris was found on the interior and exterior of the catheter. It is unk how or when this damage occurred. The returned segment was patent and passed leak testing. The catheter also met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." A review of the manufacturing records showed no anomalies. According to the initial reporter, the hospital does not believe that the pt's death was related to the reported event.